Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 07/01/2015. The investigation included methods: review of device history records, review of complaint history. Results: a review of device history records wasn't conducted since the lot number of the integra dermatome blade was not provided and the blade was not returned for evaluation. A query was performed to identify other customer complaints associated with loading an integra dermatome blade onto a zimmer dermatome device. The query identified four additional customer complaints. Conclusion: the root cause of the customer complaint is use error. The integra padgett brand blade is not interchangeable between different brands of dermatomes and is only intended for use with designated integra brand dermatomes. Proper labeling exists on the integra padgett dermatome blade box and individual blade pouches to assure that the integra padgett dermatomes blades are used appropriately.

Manufacturer narrative:
Additional information received 07/28/2015. The patient was a (B)(6) year old male that weighed (B)(6) lbs. He has healed nicely post operatively. To answer the question as to whether the warning or labeling was visible on the blade, the answer is yes. It was visible on the blade but it was not apparent that the blade and the dermatome were mismatched as the blade fit into the dermatome with no problem. Please refer to the message below from our clinical end user involved with this event. As she mentioned, the label was visible but it will be safe if the blade would have not fitted into dermatome. Thus such misconnection would have been prevented.

Event description:
This MDR is related to the medwatch 3500a form received from the FDA, submitted to the FDA by the customer; (B)(4). It was reported an adverse event occurred. The zimmer air dermatome was fitted with integra dermatome (model: s) blade. There were no physical distinguishable features on the blade that could prevent this match, so the clinician thought zimmer air dermatome should work properly. However, when the doctor attempted to use the dermatome device at the graft site (anterior left thigh) the blade pulled the skin into the dermatome guard, breaking the full thickness of skin, tearing the skin. The doctor worked to close the wound appropriately. Upon further inspection of the zimmer air dermatome device, it was notice that integra blades are not compatible with zimmer air dermatome. It was reported as "unk" if revision or medical intervention was required. (B)(4).